Manufacturer narrative:
Insulin pump received with moisture damage on the electronics, however no blank display, black lines, black screen, alarms or constant tone noted. Insulin pump had cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed an error and blank display after being exposed to pool water. The customer did not know the blood glucose reading. The customer stated that she changed the battery and continually received the error alarm. She noted that her blood glucose levels may have been high and advised that she would get syringes. She stated that she was unable to reach the status screen on the insulin pump and only saw black lines on the display. She noted that when she pressed esc, the device flashed a black screen, then went blank. She noted that the issues began after she had accidentally jumped into a pool with the device on. She observed that the insulin pump was clicking and beeping unusually. She did not see fluid under the screen but thought that the device had water inside of it. Advised replacement of the insulin pump. Nothing further reported.